Event description:
It was reported by the patient that the patient placed a pod on (B)(6) 2026 and the pod become hot after approximately 24 hours of wear on the abdomen. The patient removed the pod, and a new pod was applied. The pod site was reported to be painful and the patient developed redness and burn blisters. There were no reported changes in blood glucose levels. The patient visited a physician on (B)(6) 2026 and the physician confirmed a burn. The physician photographed the site and advised washing with water, drying, and seeking emergency care if the condition worsens. A diabetes educator appointment was also scheduled.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.6. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No signs of thermal damage was found on the adhesive pad or pod exterior. No evidence of thermal damage was found to internal components of the device.